Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set kept turning during peritoneal dialysis therapy. This event occurred during use with patient involvement. This issue was identified when changing a solution bag. The minicap transfer set was replaced. The patient was given unspecified prophylactic antibiotics. The customer was using the device at home on a continuous ambulatory peritoneal dialysis session. The mini set was connected to a solution bag and not to the apd homechoice claria cassette. The device was two months old when the issue occurred. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Lot # was not valid. The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Broken occluder feet were noted during visual and functional testing. The reported problem was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.